Event description:
It was reported that the pump touchscreen display was inverted and the colors were no longer vivid. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.